Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a facial procedure, there was a spark, followed by flames and the pt's face was burned. This occurred at the beginning of the procedure when the surgeon activated the monopolar electrosurgical pencil. It was reported as a bad burn to approx 50% of right side of face and area around the eyes. The pt's eyes were not burned. The pt was transferred to another hospital for further treatment. The pt prep was reported as alcohol based.